Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep could not get all 37 ml out of reservoir. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative regarding an unknown patient. It was reported that on (B)(6) 2018, the rep was doing a pump replacement and while doing a back table preparation of the pump she could not aspirate the full 40 cc of the pump (only 17-18 cc). She tried another refill kit and still had the same issue. They switched to a different pump so no patient was affected by it (never implanted or used out of box failure). The rep confirmed proper needle orientation. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable pump (B)(4) identified no anomalies. The returned device passed all testing in the laboratory. If information is provided in the future, a supplemental report will be issued.